Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stay on during the battery removal test. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) turned off twenty-five seconds after the battery drawer was ejected noting that the main printed circuit board (pcb) was out of electrical specification and the device failed incoming functional testing due to shutting down on the tester. Analysis also noted that the upper case was cracked at boss, the display wire insulation was pinched but not compromised, the output connector nuts were discolored, and errors were found in the log data. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.